Event description:
A malfunction alarm was reported by the customer, leading to an increase in the customer's blood glucose level beyond the normal range, with the specific value displayed as "high." The customer addressed the high blood glucose level by administering a correction bolus using the pump. Comprehensive assistance from a third party was not required as the customer was not incapacitated. Technical support decided to replace the pump since the malfunction code was not resettable. The customer will use a backup insulin pump until the replacement arrives. Customer technical support confirmed the shipping address, provided instructions on storage mode, and asked the customer to return the problematic pump within ten days to avoid billing. The customer was informed of the need to program the replacement pump and connect their continuous glucose monitor. The replacement pump was sent to the customer.